Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo review. The photos shows the hub portion in which inflation luer was noted to be detached from the hub of the catheter. No other anomalies noted. As the submitted photo confirms the evidence of inflation, luer detachment and no evidence of leak is observed. Hence, the investigation was confirmed for the reported detachment by however, the reported leak remains inconclusive. A definitive root cause for the reported detachment and leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 07/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the tail end allegedly disconnected when the device was withdrawn. It was further reported that the device allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the tail end allegedly disconnected when the device was withdrawn. There was no reported patient injury.